Event description:
A report was received that a patient has a pocket revision due to discomfort at the pocket site. The procedure took place in 2009. Nothing was explanted or implanted and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.